Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Minimal invasive posterior instrumented fusion. When inserting the set screws and pushing down on the rod, the rod snapped off the rod holder. No delay or adverse event reported. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. Update 13 may 2016 - there was no harm to the patient and no broken piece was left in the wound.